Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(6) had "check IV set" alarms on lvp8100. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I step through analog sensor test with (B)(6) and found out bottle side pressure sensor was defective. I recommended (B)(6) to replace upper pressure sensor. Assisted her with a part number and transferred to com for pricing. (B)(6) will replace pressure sensor. If she still have any issue, she will call me back.